Event description:
It was reported that aortic rupture occurred, and the patient died. The 80% stenosed, 28 mm x 4mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery (lm). A 28 x 4.00 mm promus premier stent was advanced for treatment, however, the aorta ruptured after stent dilation. Continuous chest compressions were performed and air bag assisted breathing was applied. The procedure was completed with another of the same device. There were no further patient complications reported and the patient status was stable following the procedure. Following patient discharge, the patient died.

Event description:
It was reported that aortic rupture occurred, and the patient died. The 80% stenosed, 28 mm x 4mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery (lm). A 28 x 4.00 mm promus premier stent was advanced for treatment, however, the aorta ruptured after stent dilation. Continuous chest compressions were performed and air bag assisted breathing was applied. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's status was stable following the procedure. Following patient discharge, the patient died. It was further reported that vascular access was obtained via the right radial artery. The target lesion extended from the lm to the opening of the left anterior descending (lad) artery. Following intravascular ultrasound (ivus) with an opticross imaging catheter, the patient had a sudden blood pressure reduction from 105 mmhg to 30-40 mmhg. The patient was still conscious with a heart rate of 85bpm, oxygen saturation of 95-98%, and was given adrenaline, dopamine, and norepinephrine. The patient then lost consciousness and was treated with endotracheal intubation and continued chest compressions. The stent was implanted quickly and successfully in the lm to proximal lad. Angiography reveled the stent was well adhered with no residual stenosis. Blood flow in the lad and rca was normal. There was contrast retention in the ascending aorta and then the contrast agent disappeared and was retained at the sinus floor. An aortic dissection rupture was noted and continuous chest compressions and air bag assisted breathing were applied. The physician considered the patient death to have been caused by the aortic dissection rupture which may have occurred before the stent implantation. The stent dispositioned site was far away from the aorta. No autopsy was performed.